Event description:
Analysis of delivery system: upon inspection of the device, the tapered tip and spindle lumens were cut and detached from the delivery system at the stent stop taper. The suprarenal stents of the stent graft were intertwined with the tapered tip sleeve and spindle. Four of the six supra renal stents were entangled with one another and one was within the tapered tip sleeve. The spiral-cut spindle lumen was unraveled and damaged in the region of the spindle, causing the pet heat shrink of the spiral cut lumen to separate from the tubing. The distal end of the graft cover was cut; the section of the graft cover with the ro marker band was not received. The graft cover has significant damage, with severe kink and according. There was a cap placed on the backend t-tube. The external slider was rotated and the graft cover retracted accordingly. Similarly, the blue wheel was rotated and the tapered tip lumen advanced accordingly. The complaint was confirmed; suprarenal stent entanglement prevented removal of the delivery system. The root cause of the event could not be conclusively determined; a potential cause could not be determined during analysis since the delivery system was cut during removal from the patient. Analysis of explanted stent graft: from the examination of the explanted devices and clinical information provided, the exact cause of the proximal type I endoleak and aortic cuff delivery system removal difficulties could not be determined. Films during the cuff delivery, deployment, and suprarenal stent release were not provided; however, it appears that the aortic neck angulation likely contributed. No stent graft issues were found which may have led to the events. The stent grafts were returned in 4 sections. The aortic cuff was returned with the suprarenal stents entangled with each other, entrapping the tapered tip and spindle, and was found to have several excision cuts. There were also several tears seen just below the 'e' marker that appeared to be puncture holes, likely caused during removal of the delivery system or by the pulled down suprarenal stents. The bifurcate was returned transected in 2 pieces; cut at spring 5 just proximal to the flow divider. The proximal bifurcate section was returned cut lengthwise, and no bifurcate suprarenal entanglement was seen. No issues were seen with the distal portion of the bifurcate, and the ipsilateral limb was essentially straight. The contra limb was returned detached from the bifurcate with no issues seen. Post-cleaning of aortic cuff found 4 adjacent suprarenal stents entangled with each other. The films showed that the ¿e markers of the cuff and bifurcate were approximately aligned with each other. Relative to the ¿e¿ marker and films, the four (4) entangled stents were located in the patient continuous with the anterior, right side, and posterior positions of the cuff. The anterior-left stent was found positioned within the sleeve, and the posterior-left stent was not entangled.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was fusiform with a maximum diameter of 64mm. The proximal aortic neck was 23mm in diameter and 18mm long, with an aortic neck angle of approximately 60 degrees. The right iliac was 14mm in diameter, and the left was 14mm. It was reported that the bifurcated stent graft was advanced over another manufacturer¿s guidewire through the right iliac artery. The physician intended to place the stent graft at the renal artery, but the stent graft was deployed approximately 2 ¿ 3mm below the renal artery. Prior to deployment, the marker was positioned at the renal artery; however, after deploying the proximal section of the main body was wedged against the vessel wall and moved by blood flow. This caused the inaccurate delivery. The contralateral gate was then successfully deployed and cannulated with another manufacturer¿s catheter. The ipsilateral limb was also successfully deployed, and the delivery system of the bifurcated stent graft was removed from the patient. A 16 fr sheath was then inserted in the left side of the patient. The contralateral limb was advanced through the sheath, successfully deployed, and the delivery system was removed. The limbs were then modeled bilaterally with a reliant balloon. During final angiography, a proximal type I endoleak was observed. The physician elected to treat this with an aortic cuff. The balloon was still in the patient through the right side, so the sheath was removed from the left side and the aortic cuff was inserted over a guidewire to the renal artery. The positioning was confirmed by angiography, the cuff was deployed approximately 2-3mm above the main body, and the suprarenal stents were released. The physician then attempted to advance the spindle above the suprarenal stents and discovered that the spindle was caught on the stent peak. The physician moved the spindle back 2 ¿ 3mm, torqued the delivery system, and tried again. After approximately 20 attempts, the physician could not successfully separate the suprarenal stents from the spindle. At this time a balloon was inserted through the contralateral limb and used to adjust the axis of the delivery system. This was not successful. The guidewire was then partially removed to the floppy tip, but the delivery system still could not be removed. The guidewire was advanced again and the physician attempted several times for move the delivery system forward. This also was not successful. The physician then attempted to pull the spindle down into the stent graft. The spindle was caught on the suprarenal stent peak and could not be lowered. At this point, due to some extra force, three of the suprarenal stents folded inward and appeared to be entangled. The spindle was now caught between the stent struts and could not be advanced or lowered. The physician applied extra force, with no result. No additional attempts were made to remove the delivery system. A right femoral artery to peripheral bypass procedure was performed to maintain adequate blood flow, and the delivery system was left in the patient overnight. The patient remained sedated and unconscious while the delivery system was left in. The following day, open surgery was performed to remove the delivery system and explant the stent grafts. The patient was placed on a cardiopulmonary bypass machine, the aorta was opened to expose the tip and spindle, and the spindle was cut from the delivery system. The delivery system was then removed through the left inguinal region. Then the aortic extension, main body, and contralateral limb were removed from the patient. The physician visually confirmed that 4 of the 6 suprarenal stent peaks were entangled and the left two peaks were turning inward. After explanting the stent grafts, the aorta was repaired using a y-shaped surgical graft. The incisions were then closed. While in recovery, the patient's chest was opened three separate times due to cardiac tamponade as a result of bleeding. Later that day the patient was transferred to the ICU. The patient remained unconscious following the procedure, but regained consciousness four days after the explant. Thrombus was discovered within the brain vessel and a cerebral infarction was confirmed. The patient has left sided paralysis and acute aphasia. It is unclear if the stroke was due to an emboli caused by the guidewire, or a lack of blood circulation to the brain while the patient was sedated. Approximately 12 days post-implant the patient developed a bowel obstruction and became septic. No additional clinical sequelae were reported, and the patient is recovering. It was noted by the physician that there was no problem with deployment of the main body, and no suprarenal stent entanglement was observed on the main body of the stent graft after explant. The back-end wheel of the delivery system was fully turned, and the tapered tip sleeve completely cleared the spindle. It was also confirmed that guidewire position was not lost prior to implanting the cuff; the guidewire remained in the upper aorta throughout the procedure. A review of returned films pre-implant show the neck diameter at the renal arteries was 23mm, and 10mm above the renals measured 23 x25mm with moderate amounts of thrombus and calcification near the ostia of the renals. Just below the renals the neck was sharply angulated to the left and anteriorly before opening up to the aneurysm. The 6.5cm maximum aaa diameter contained thrombus and calcification. The distal aorta measured 28 x 37mm and was also filled with thrombus and calcification. A review of angiogram images from the implant showed an angulated proximal neck; the short portion of the neck just below the renal arteries was initially angulated to 30 degrees, then increases to approximately 90 degrees. At the bottom of the neck 3cm below the renals, the inside curvature (right side) of the aorta is sharply angulated and jutting out into the aaa. The bifurcate was brought up the right side; the tip is biased against the right side lower neck and left side suprarenal aorta. Images during deployment of the bifurcate suprarenal stents were not seen. The ipsilateral limb is fully deployed, and the contralateral limb was implanted. Contrast images show what appears to be a proximal type I endoleak filling the sac. The bifurcate is seen placed just below the renals in the angulated neck. There is a short proximal seal and ring 2 appears distorted on the right side with overlapping stents observed. The bifurcate suprarenal stents do not appear to be fully expanded in the suprarenal aorta; however, there does not appear to be any suprarenal entanglement. The stent graft diameter at the proximal graft margin measures approximately 24mm. The diameter across the top of the stent apices is 19 - 20mm, and the suprarenal neck diameter at this location is 25mm. The next angiography images show that the aortic cuff has been implanted near the same level as the bifurcate; the spindle of the cuff delivery system appears stuck within several entangled suprarenal stents. The bottom of the sleeve is just above the spindle. Several of the stents have been pulled down and several stents appear stuck within the spindle. It is possible that several of the bifurcate suprarenal stents may have also been entangled. Images during the cuff delivery, deployment, and suprarenal stent release were not seen in the images. From the information provided the cause of the deployment and removal difficulties could not be determined. It is likely that the angulated neck contributed. With the cuff implanted near the same location as the bifurcate, is possible that there was not enough space for the 2 sets of suprarenal stents (12 total) to sufficiently expand and maintain clearance with each other.

Manufacturer narrative:
Methods: films.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (cardiac tamponade, sepsis, bowel obstruction, cva, surgical conversion, deployment failure, bleeding, paraplegia). (Angulated proximal aortic neck). (Insufficient information; cause is unknown).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.